Event description:
Healthcare professional reported, left side "tear in implant wall". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease flat. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify crease sharp opening. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease sharp opening on radius due to a fold flaw opening.

Event description:
Healthcare professional reported left side "tear in implant wall". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual evaluation: device photograph(s) for the device related to the reported event of deflation was reviewed on sep 09, 2020. Visual analysis of the photographs identified red particles on the shell and red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: deflation . Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side "tear in implant wall". Device has been explanted.